Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device was found to prevent proper pacer current output energy when attached to an associated defibrillator/pacemaker. The complainant indicated that there was no patient involvement in the reported malfunction.